Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the implant was painful and malfunctioning and the device was explanted. No other information was provided at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.